Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having swelling of their mouth, tongue and throat. They went through several tests and after taking meds and 3 rounds of steriods and started to feel better. They never had any issue until they started using the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.